Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Procedural cines submitted for review confirmed the valve was implanted at a depth of 3-4 mm, followed by blockage of the right coronary artery. The imaging showed that the valve was snared towards the aorta with some flow of the right coronary visualized. It is possible that the occlusion was caused by a native leaflet blocking the coronaries, however, there were no echocardiography images provided to further interrogate the patient anatomy and/or the root cause leading to the occlusion and subsequent death. Computed tomography (CT) images provided indicated that the right and left coronary heights were well above 10 mm. Coronary occlusion and conduction disturbances such as ventricular fibrillation are known potential adverse effects per the device instructions for use (IFU). Factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations. There was no information to suggest a device quality deficiency related to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the valve was not returned; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that two hours after the implant of this transcatheter bioprosthetic valve, ventricular fibrillation and a blockage of the right coronary artery occurred. The valve was snared and some coronary flow was regained, however the patient expired. An echocardiogram confirmed that the valve had not moved after the implant. The implant depth of the valve was 3-4 mm. It was suspected that after the implant, the valve continued to expand and that the native leaflets probably folded back and occluded the coronary. It was reported that the sinus of valsalva was on the low side, around 26mm in diameter. The coronary height was 10-11 mm.